Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the hospital due to 'a signal of the device' and an increase in left ventricular (lv) lead threshold was observed on the interrogation. The lv lead pacing configuration was reprogrammed and the lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.